Manufacturer narrative:
The device remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator had exhibited intermittent atrial impedances greater than 2000 ohms. The atrial lead is a competitor lead. The device remains implanted with no programming changes. No adverse patient effects were reported.